Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was reported to have reached middle of life 2 (mol 2) on october 2, 2006. The battery status was at beginning of life (bol) in june, 2006. Premature battery depletion was questioned.